Event description:
It was reported that the handpiece overheats and there was difficulty snapping the bit in place. At the time of report, there was no patient involved.

Manufacturer narrative:
H3: product analysis: evaluation determined that the customer allegation was partially confirmed, there was difficulty in locking the tool. The likely cause of failure was due to distal bearing detachment inside the tube. It was also noted that the leg was scratched, color band and laser markings were illegible/faded. The pre-temperature test couldn't be performed. B3: date of event: actual date of incident is not known at this point of time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.